Event description:
Multiple pts with discrepant results for multiple tests. The following examples were provided. Sample #, test name, original result/repeat result/units. Ckmb 1.93/2.46 ng/ml. Tnt 0.138/0.203 ng/ml. Ckmb 1.08/3.36 ng/ml. Ckmb <0.10/1.96 ng/ml. Myo <21/25.78 ng/ml. Ckmb 3.69/14.8 ng/ml. Ckmb 0.592/3.59 ng/ml. Ckmb <0.100/1.98 ng/ml. Ckmb 0.387/2.83 ng/ml. Tnt 0.032/0.177 ng/ml. Ckmb 0.64/2.75 ng/ml. Ckmb 0.365/2.51 ng/ml. Dig 3.72/0.878 ng/ml. Ckmb 0.646/3.23 ng/ml. Ckmb 4.53/16.92/17.25 ng/ml. Dig >5.0/1.15 ng/ml. Tsh 0.912/2.52 ulu/ml. Tnt <0.010/0.162 ng./ml. Ckmb 0.776/4.16 ng/ml. Tnt 0.645/3.41 ng/ml. Ckmb 0.882/4.03 ng/ml. Ckmb 1.26/4.36 ng/ml. Ckmb 1.04/3.65 ng/ml. Dig 1.88/0.542 ng/ml. Ckmb 0.257/2.93 ng/ml. Tsh 1.85/1.07 uiu/ml. No adverse events reported in association with the incorrect results. The field service representative was unable to determine exact root cause. Troubleshooting and maintenance activities were performed which resolved the issue. Performance tests were performed.